Event description:
It was reported that a patient who underwent anterior capsulotomy, and lens fragmentation with the catalys system (system) subsequently experienced an anterior lens capsule tear sometime during the surgical procedure to remove the cataract. The anterior capsule tear was noted after removal of the lens and cortex. The surgeon placed the iol within the lens bag and remarked on the good position of the iol. No additional complication (s) and/or medical intervention were reported.

Manufacturer narrative:
Investigation of the incident included the analysis of the system database, system records, system optical coherence tomography (oct) recording, system video display recording and operating room surgical video. From the analysis of the system database and system records it was determined that an inadvertent deviation from the designated written service procedure resulted in a misalignment of the laser. The laser alignment error was subsequently corrected prior to the next day of surgery. The capsulotomy was reported to have some residual attachments. From the analysis of the operating room surgical video it was determined that the surgeon did not use the standard continuous curvilinear capsulorrhexis ccc surgical technique and that this may have caused and/or contributed to the anterior capsule tear. The specific cause(s) of the anterior lens capsule tear are unknown. The catalys system operator manual contains a warning which states: "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy."